Manufacturer narrative:
(B)(4).

Event description:
The philips field service engineer (fse) reported that during testing of this device, the device indicated a shock failure and the device status log contained a charge/shock failure (runtime) entry. There was no patient involvement.